Event description:
The customer reported a failure to acquire ECG measurement signals via the mrx device and accessories (m1668a ECG trunk cable). No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.